Event description:
Customer reported that a needle broke during an ent procedure in 2006. More than 1/2 of the needle was reported as stuck in the patient's throat. The patient was returned to surgery the next day for x-ray localization and explantation of the retained needle fragment.

Manufacturer narrative:
The returned actual needle that broke in the body towards the attachment end was submitted for evaluation. A visual inspection of the sample using a scanning electron microscope (sem) revealed scuff marks and gouges on the needle and around the break area produced during handling by the surgical needle holders or some other gripping device. Conclusion: the needles fractured in a ductile manner due to tensile overload generated during severe mechanical deformation. Signs of ductile behavior are seen; shear lips on the fracture surface, and a fracture mode of microvoid coalescence when viewed at a magnification of 2000x. There were no signs of manufacturing or material defects found.